Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.h11: additional narrative: d2: additional product codes: kwp and nkb h3, h6: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024 it was noticed the viper prime screws were damaged. When the screw was removed from the sterile field to inspect it; the screw then became disassembled. The surgery was completed successfully without any surgical delay. No fragments were generated. This report is for a viper prime screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Corrected data: d4: lot. Additional narrative: d4: primary UDI number. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H3, h4, h6: a review of the receiving inspection (ri) viper prime cfxfen xtab 5x40mm was conducted identifying that lot number was tbalbk released in one batch. Batch 1: released on 21 june 2023 with no discrepancies. Supplier: (B)(6). The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The product was returned to depuy synthes for evaluation. Visual analysis of the returned sample revealed that viper prime cfxfen xtab 5x40mm, was observed with the polyaxial cap fell apart from the head assembly and screw. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces likely during the surgical procedure. A dimensional inspection and functional evaluation were not preformed due to post manufacturing damage. The overall complaint was confirmed as the observed condition of the viper prime cfxfen xtab 5x40mm would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to component failure and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The following drawings reflecting the current and manufactured revisions were reviewed: viper 1-step fenestrated screw. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.